Event description:
It was reported that operation was because of hepar metastasis. Anamnesis: hypertonia for 8 years, diabetes mellitus 2 years, colon resection due to cancer. Suspicion of metastasis came up in (B)(6) 2008. Preoperative data: preparation for surgery: eda-catheter, arterial catheter into radial artery & they tried to insert an arrow raulerson cvc set into right jugular vein. They used "landmark technique" which is usual technique without ultrasound control. They inserted cvc set into carotid artery accidentally. Intraoperative data: doctors monitored cvc pressure so they recognized catheter was in artery & immediately moved catheter & inserted into jugular vein. They recognized a hematoma & asked for carotis duplex scan (cds), but it failed because of technical reasons. They decided to continue operation. Post operative data: when patient (pt) was awaken, abduction of bulbus of right eye was detected. A skull CT was made finding vascular laesio. Pt. Was transported to ICU. He was extubated, cardiovascular parameters were stable, consciousness began clear. Disorientation of eye ended. On first postoperative day, doctors found motoric aphasia. They repeated CT which found brand new arterial infarct on territory of right arteria cerebri media. Cds found intima thickness of both arteria carotis communi. Pt. Was treated with piracetam, pentoxyfylline and trombocyte-aggregation product. Neurological status was followed; it showed a distinct improvement & aphasial. On day 4 postoperative, pt. Was emitted to surgery department in stable status. Hmpaq-spect/CT did not find perfusion defect in left part of brain. Minimal mental state results (max point: 30) postop day 13: 13/30 -- after 18 weeks 27/30. Complications of insertion using "landmark technique" expectably 19/30%. Using "arrow" set while introducing spring wire guide (swg), air bubbles enter into vessels. Using ultrasound decreases significantly complications & unsuccessful attempts. Using ultrasound has not spread widely in (B)(6), but in this case complications could have been prevented.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.